Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. During drain 3 of treatment there was an indicated 217% overfill. The patient's normal fill is 2206ml, but the drain volume was 4782ml. The nurse said the patient was in pain. In a follow up, the nurse explained that the patient's caretaker was able to skip to a drain cycle which gave the patient immediate relief. There was no harm, intervention or adverse event associated with the overfill. The nurse assisted the caretaker in changing the patient's drain amount to 85%. The caretaker was able to help the patient complete treatment and the patient is continuing to use the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. During drain 3 of treatment there was an indicated 217% overfill. The patient's normal fill is 2206ml, but the drain volume was 4782ml. The nurse said the patient was in pain. In a follow up, the nurse explained that the patient's caretaker was able to skip to a drain cycle which gave the patient immediate relief. There was no harm, intervention or adverse event associated with the overfill. The nurse assisted the caretaker in changing the patient's drain amount to 85%. The caretaker was able to help the patient complete treatment and the patient is continuing to use the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. During drain 3 of treatment there was an indicated 217% overfill. The patient's normal fill is 2206ml, but the drain volume was 4782ml. The nurse said the patient was in pain. In a follow up, the nurse explained that the patient's caretaker was able to skip to a drain cycle which gave the patient immediate relief. There was no harm, intervention or adverse event associated with the overfill. The nurse assisted the caretaker in changing the patient's drain amount to 85%. The caretaker was able to help the patient complete treatment and the patient is continuing to use the same cycler.